Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) underwent a revision surgery in which this device was explanted and replaced. No additional adverse patient effects were reported. This crt-p has been received for analysis.

Manufacturer narrative:
The returned crt-p was analyzed, passed all tests performed, and exhibited normal device characteristics. The reported event was not confirmed. Analysis found no evidence of device defect, malfunction or damage outside the bounds of normal medical use.

Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) underwent a revision surgery in which this device was explanted and replaced. No additional adverse patient effects were reported. This crt-p has been received for analysis.